Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire could not positively identified. No adverse event resulted from the open wire.